Event description:
It was reported, the device turned off following exposure to a theft detector or security gate at wal-mart, and the patient had a loss of therapeutic effect. The patient visited her health care professional, and the issue was resolved.

Manufacturer narrative:
(B)(4). Lead: model 4351, serial #(B)(4), implanted: (B)(6) 2012. Lead: model 4351, serial #(B)(4), implanted: (B)(6) 2012.